Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the stimulation is shutting off automatically. The patient will be at home and notice that their symptoms are worse, so they will go to the smart programmer and make sure everything is charged up. When they go to read the internal battery with the recharger, it will say it is sometimes at its lowest of 10% or 40% charged. They read the battery and the battery status will be off and then they turn stim back on and the symptoms get better. The caller noted that this has happened a few times and they are not seeing why. They are denying any kind of procedure or emi interference. Reviewed with the caller that it seems like the system is running out of battery and which is why the stim would turn off. The following are the recharge sessions that were reported by the patient: february 18th started at 60% and went to 100% , february 27th went from 60% to 100% (16min, stim off), march 8th did not have a starting value, charged to 100% (33 min), march 14th was at 0% -100% (24 min), march 24th 0% to 100% (37 min), march 27th no starting value, ended at 100% (6 min), march 28th had no starting value and (36 min), april 2 stim off, april 3 no starting value, ended charge 100% (11 min), april 12 50% to 100% (25 min), 04/13 stim off. The caller also noted that there were some adjustments made where there was a little bit higher of an amplitude, so program 3 was up to 3.5 on april 3rd at 4pm-5pm there were numerous program changes (prog 3 to prog 4, therapy on then off or off then on, amplitude change from 3.6 to 2.4ma. Rep reviewed with pt and husband how changing groups could have an impact on recharging interval and they need to pay attention to that as well. They changed the amplitude from 3.6 to 2.4. Rep could see por time stamped on march 24 which supports the 0% battery on the march 24th. The issue was not resolved through troubleshooting. Agent advised the caller to keep a diary of when they are charging and what the starting and ending point is and to call back if they notice that it continues to randomly turn off.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the "stimulation randomly turning off" was not exactly determined. They stated that what most likely caused or contributed to this issue was likely that the battery had depleted of charge and went into a por. The rep stated that the patient was instructed to keep a record of charging intervals, times, and status of the battery and to report back if it happened again. They stated that they were waiting for the patient to report if it did happen again after education was given to patient. The rep stated that the healthcare provider (hcp) does not have knowledge of exactly when the patient recharged their battery. The patient was asked to keep records moving forward.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.